Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that after the implant procedure the patient experienced pain and numbness. The patient was given medication. Subsequently, the physician decided to explant the device. The patient is recovering and was referred to physical therapy.